Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed check vent and a battery failed message appeared on the screen.: there was no patient harm.